Event description:
The customer reported to customer service that her pump seemed to have inconsistent suction. Sometimes she would pump 10 ounces, and other times she would pump only 5 ounces, and her breasts started to feel abnormally full very shortly after. She indicated she had already had supply issues and mastitis and thought she was beginning to get some of the mastitis symptoms again.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In f/u with the customer on (B)(6) 2012, she indicated that her main issue was the pump would not hold a charge. Even when plugged in, the pump would make different noises, as if the motor was sometimes working much harder than usual. She had been pumping a very inconsistent amount, and when the problems started, she was pumping less (volume) while still feeling full immediately after pump. Customer was diagnosed with and treated for mastitis. She confirmed the new pump was functioning better, though she was still pumping inconsistent amounts and feeling full after pumping. On (B)(6) 2012, customer confirmed she had shipped the original pump out for return. A medela clinician spoke to the customer on (B)(6) 2012, at which time the customer confirmed that her issues were resolved with the use of the replacement pump. She had not had a recurrence of mastitis; only felt like as though she might. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.